Event description:
Pump declared a cartridge change error, followed by alarm 2 and alarm 265. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect tubing, tighten the t:lock, deliver a 5-unit bolus, and inspect the cartridge and pneumatic tap area. Despite completing these steps, the customer could not successfully load the cartridge onto the pump, resulting in the need for photographs and eventually a replacement pump due to issues identified with the pneumatic tap.